Manufacturer narrative:
Although the lead was received for analysis, laboratory determined no testing was needed due to the reported observations.

Event description:
Boston scientific received information that this lead was not successfully implanted. The lead was difficult to be placed, the patient's anatomy was very small and the lead wouldn't go in very far. The lead exhibited high pacing thresholds. It was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.